Manufacturer narrative:
The reported issue of the "8100 infused faster than programmed" was not confirmed. No product or device logs were returned for investigation. No further information was provided by the customer. A review of the device history record showed the device had a manufacture date of 12/06/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported on (B)(6) 2020 the 8100 infused faster than programmed. There was no patient harm.

Manufacturer narrative:
Pri tubing: td (B)(6) 2020. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported on (B)(6) 2020 the 8100 infused faster than programmed. There was no patient harm.